Manufacturer narrative:
(B)(4). Follow up report sent to FDA on 02/09/2015.

Manufacturer narrative:
(B)(4)

Event description:
Procedure: nephrectomy. According to the reporter: when the forceps was inserted into the trocar, a doctor felt a difficulty. It could be inserted into and removed from the patient however the air leakage occurred from the trocar. Operating time not extended. New one was opened to complete the case with no problem. No patient harm.